Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 90 mg/dl and their sensor glucose read below 40 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer stated they did not have any symptoms of low blood glucose. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. No additional information provided.